Manufacturer narrative:
Correction: section h6: the medical device problem code should have been "1670-use of device problem" rather than "2524 - failure to advance and 1291 - high impedance." During processing of this incident, attempts were made to obtain complete patient information. The report of high impedance was confirmed. Analysis of lead -90a found a kink on the outer tubing where all internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that during an ipg replacement due to normal end-of-life, on (B)(6) 2023, the patient's lead was displaying high impedances after being connected to the replacement ipg. The physician struggled to connect the lead into the replacement ipg; therefore, another replacement ipg was requested. When attempting to plug the lead into this ipg the lead was damaged, and the physician replaced the lead. The high impedances remained. As a result, the entire system was explanted to address the issue.